Event description:
It was reported that the patient presented to the emergency room with monitored heart rates that were showing bradycardia and asystole. A remote transmission was sent due to suspected abnormal device function. However, the transmission showed that the device was functioning as programmed. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).